Event description:
I was unaware surgeon dr (B)(6) who did my breast implant twice. Never took the left one out, I've had for years suffered severe pain, constant; can't pick up heavy things like milk, groceries. I'm now suffering severe symptoms almost all listed on your site, I was told to go on and look. (B)(6) won't cover the surgery bed and all drs and hospitals tell me it's urgent and mandatory. It's also affected me dizzy wise I had no recollection that I met the criteria and it's very crucial. I need help asap. I'm going to see a new surgeon on (B)(6) 2019, please help me. Gotten worse, wrong to let surgeons work on people with defective products and not mentioning the danger / symptoms. FDA safety report ID # (B)(4).